Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that he had 2 head sets leak recently. While evaluating himself for the high blood sugar, he noticed wetness at the site. He alleges this was coming from the head set and not the connector connection. Both head sets were from the same box and both were in use 2 days when they had leaked. No adverse event. No adverse event alleged. The head sets are being requested for return. Lot not provided.